Event description:
Pt self tester reported imprecision using one lot of strips. Initial = 1.9, repeat = 4.4, repeat = 2.7. According to pt all 3 tests were performed in a total of 5 minutes. Pt's therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.